Event description:
Lead initially reported as fractured when viewed fluoroscopically. Was confirmed as fractured on explant today. A single fracture is located near the lead tip, but not at the welded junction of "j-wire" and anode. Easy explant and pt is doing well.